Event description:
Glucometer reading 77, lab serum glucose 1450. Pt. Expired from cardiac arrest secondary to severe dehydration secondary to new onset dka. Unable to corroborate if death can be attributed to the inaccurate reading. Doubt that this impacted. Meter was checked on 1/29/98 & appeared to be functioning properly, however, the memory check noted the bs at 77 without indication that this may be inaccurate.